Event description:
The customer stated that she was hospitalized for high blood glucose levels. No blood glucose reading was reported for the event. The customer stated that she was getting no delivery alarms and had changed the infusion set three times. The customer stated that she was very uncomfortable with the insulin pump and asked to have it replaced. Advised the customer that the insulin pump would be replaced. Advised the customer to speak to her doctor about possible scar tissue at insertion sites.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.